Event description:
On (B)(6) 2012, the patient contacted animas and stated that for the last two months the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient indicated that today the ok button was unresponsive. The patient denied damage to the keypad and indicated no evidence of moisture in the pump. The patient wore the pump under a garment and did not clean the pump. There was no adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the buttons were intermittently unresponsive and required excessive force to elicit a response. There was evidence of contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.